Event description:
The patient had been "up and down" for the past year, sometimes feeling like the pump was not working and sometimes feeling like she was getting too much. The patient¿s symptoms included feeling nauseous, jittery, lightheaded, and sick. The patient would feel fine then be in bed for 2 days feeling achy like she was getting sick then be fine again. The patient had had to take extra meds at times. The patient was unsure if it was related to the pump. The pump started critically alarming on (B)(6) 2015. Telemetry had not yet been done. They had contacted the doctor¿s office, but had not heard back as of (B)(6) 2015. The patient did have other meds (norco) to take if needed. The device system was delivering bupivacaine and morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. (B)(4).